Manufacturer narrative:
Batch review performed on 20 july 2020: lot 11117: (B)(4) items manufactured and released on 25-may-2011. Expiration date: 2016-04-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Revision surgery on the (B)(6) 2020 with removing the cup, inlay and head after the patients hip dislocated twice since primary surgery on the (B)(6) 2020. As reported by the surgeon, the cup was malpositioned with too much inclination. 6 months after primary the cup was removed and replaced.